Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced a scan error when attempting to scan their freestyle libre 3 plus sensor; guided troubleshooting led to a successful rescan and activation, and no further assistance was required. No adverse clinical symptoms reported. Outcomes included no interruption to therapy and no need for medical care. User support included remote troubleshooting and user education. Investigation of this case revealed that the sensor was functional after reattempted activation, indicating a transient scan or activation issue related to user-interface or connectivity, with no device hardware malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was use-related or transient connection error.